Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and it was confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which the caller understood and acknowledged.